Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks to the patient. The patient's rhythm started in the monitor only (mo) zone and then accelerated into the vt zone. Technical services discussed that the device makes a mo zone detection decision and after that, the device is in redetection and the detection enhancements are not available. There were no adverse patient effects. The device remains in service.